Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty ail pcb (air in line printed circuit board). The ail pcb has been replaced, calibrated and verified.

Event description:
The facility reported a colleague pump with failure code 810:03. The reported condition was identified during biomedical service that interrupted delivery. There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version for this device is currently unknown.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). Additional: the root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4). The user interface module master software version for this device is 5.04.00, categorized as unremediated.